Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was implanted with a competitor device but it was observed under fluoroscopy that the connector pin of the lv lead was not fully inserted into the device header. No intervention has been performed at this time and the lv lead remains implanted and in service. No adverse patient effects were reported.